Event description:
Patient running on prrt x 1 hr without issue - blood then noted dripping from the pre-filter, red port - clamp was secure but blood was dripping from the port - cartridge replaced and no further issues.